Manufacturer narrative:
The investigation of vascular damage - peripheral vessel, infection/sepsis, and thrombocytopenia has been completed. The impella 5.5 was returned cut at the catheter. No other abnormalities. Vascular damage - the root cause of the vascular damage was not determined due to lack of clinical details. Infection/sepsis - the root cause of the infection cannot be determined. Thrombocytopenia - reported thrombocytopenia on (B)(6) 2025. The cause of the thrombocytopenia was not determined due to insufficient clinical details. H6 health effect - clinical code 4431 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29296.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient experienced multiple complications during impella 5.5 support. Throughout the course of support, the patient experienced bleeding from their exlap site and abdominal region. Blood products were given, heparin was withheld, washouts were performed, wound vac was placed and dressings were changed to treat the bleeds. In addition, the patient developed an infection for which blood cultures came back positive. IV antibiotics were given to the patient to treat the condition. Support continued uninterrupted following the noted interventions. The procedural outcome was the patient survived surgery.